Event description:
Reporter noted corneal burn during sculpting. Changed handpiece and tip; converted to ecce. Ac intra-ocular lens implanted. Sutrued wound to close. Feels there was inadequate irrigation during procedure.